Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap sigmoid. According to the reporter: the surgeon fired across the distal part of the sigmoid. There was some oozing and it looked like there was a serosal tear. To finish getting across the distal transection, the surgeon used another device. It seemed to fire fine, but when the jaws of the stapler were opened, the surgeon noted that staples did not form properly. This extended operating room time. The staple line was laparoscopically over sewn. Add'l tissue was resected with another device.